Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. Battery pack was received with 0 volt output. A defective u3 supervisory ic was found within the battery pack. The u3 supervisory ic had developed an internal short circuit which in the turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack. Further investigation is currently underway into the patient's home environment and device care practices due to the non-random nature of this patient's battery failures.

Event description:
A male patient contacted lifecor customer support to report that one of the replacement battery packs, he received five days ago will not charge. The patient reports this battery pack displays a green fully charged light and a red bad battery light when inserted into the charger. The other battery pack is operating properly. A review of the downloaded data shows run time expired flags at start-up. This patient has experienced multiple battery pack faults over the last two months. The suspect battery pack was replaced for evaluation.